Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "¿high breast¿, ¿along with a collection around the implants¿. " the device remains implanted.

Event description:
Patient reported left side "possible rupture, high breast, different from the other one." Healthcare professional later reported ¿high breast,¿ ¿along with a collection around the implants," "capsular contracture baker grade IV," and "with lobulated contours." Healthcare professional also reported "no signals of rupture, intra or extracapsular, and neither of chemical alterations of its contents." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side "possible rupture, high breast, different from the other one." The device remains implanted.